Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm about three weeks prior to the call. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 178 mg/dl. Blood glucose level at the time of the call was 456 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.